Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported could not be verified. The following activities were performed per service manual operational and diagnostic analysis does not confirm the reported issue (pump just ramped up the pressure, doctor put pressure to 110 and it just increased). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Fms vue pump during rotator cuff repair case pump just ramped up the pressure, doctor put preassure to 110 and it just increased. Completed case by decreasing pressure as needed. No delay, no injury to patient, hospital owned.